Manufacturer narrative:
(B)(4). The product was returned with complaint for investigation. Visual exam revealed the glenoid impactor was returned scratched with a bent tab and missing the color code indicator. Device history records reviewed with no issues found. Prints reviewed and findings noted dimension b is out of specification and dimension h meets print specification. A functional caliper test was performed; it indicated the distance between the implant retaining tabs are no longer dimensionally conforming. This device is used for treatment. Given the current information, an exact cause cannot be determined at this time. Based on its lot number the impactor has an approximate field age of 5 years. The impactor has signs of wear indicative of its time in the field; including, scratches and removal of the color size indicator. The most likely scenario is that the tab was bent at some point in its life in the field. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, the surgeon was delayed in implanting a tm 52mm glenoid because the impactor did not hold the 52mm glenoid implant correctly.